Event description:
A patient underwent a complex bridged robotic ventral ipom (intraperitoneal onlay mesh) hernia repair with ovitex 1s permanent on approximately on (B)(6) 2024. The patient returned with adhesions and a bowel obstruction on approximately on (B)(6) 2024 and the device was explanted.

Manufacturer narrative:
Adhesions are common events after abdominal surgery. Extent and strength of adhesions may differ based on the procedure performed and underlying patient conditions and may lead to bowel obstruction. It was reported that adhesions were difficult to take down but no bowel resection was required to address the obstruction. The surgeon noted that he utilizes a large number of tacks for surgical mesh placement and it is possible that these contributed to the adhesions and noted bowel obstruction as well. It should be noted that dates of implant and explant are approximate based on the information received from the surgeon.